Event description:
The hcp reported that during a tuna procedure the needles were unable to be retracted back into the cartridge. The cartridge was removed with the needles extended. The pt was treated with bladder irrigations. No further treatment interventions were required and the pt was reported to have no adverse affects.